Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results obtained of 83, 181 and 173mg/dl. The expected fasting blood glucose test result range is 100-130mg/dl. The customer did report symptom of feeling wobbly. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 122 and 126mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 01/31/2021 and open vial date is 07/18/19. The meter memory was reviewed for previous test result history. (B)(6).